Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, the manufacturer reported the incorrect information in section b1 by marking as adverse event. After review, it was determined that this options was inadvertently selected in section b1. No adverse event has occured to the patient. The following correction has been updated in this report. Section b1 has been updated to reflect as product problem. Section h1 has also been updated to reflect the malfunction. Section h6 health impact code has also been updated to reflect the no health consequences or impact.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, the customer stated that the customer received new device but does not remember where the old device is. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer previously not captured section d5-operator of the device and it has been updated in this report. Section h6 updated in this report.